Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera head connector mounting - the camera does not stay in the connector was due to deformation of connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had an issue with the camera head connector mounting, as the camera head did not stay secured in the connector. There were no reports of patient harm.